Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).

Event description:
It was reported that the rezum lens is slightly bent, which obstructs the view when it is being inserted into the rezum gun during the procedure. No negative impact in state of health reported. Due to the new information available the procedure was unable to be performed successfully. The patient was scheduled to have the procedure done at another location. We therefore will report this as an adverse event.